Event description:
The st. Jude medical representative phoned to report stored electrograms displayed noise following paced events. On the electrograms faxed to st. Jude medical technical services, noise was apparent following each stimulus during atp for the duration of the interval between stimuli. Smaller amplitude noise was still present along the baseline following the atp burst. Noise was also seen following brady pacing. The ICD was scheduled to be replaced due to this anomaly.